Event description:
It was reported by our colleagues in (B)(4) that "air was suddenly aspirated when the cannula was being used for drainage during v-v ECMO on the 25th day of use." There is a dent on the wire reinforced section of the cannula at 12cm from tip, but this is due to a cramp by the customer when they performed a simple pressure test at the hospital. Leakage was not observed from their test. There are also some other dent marks on the cannula which were made when the cannula was connected, but there seemed to be no damages on the cannula other than that. There were no patient complications reported.

Manufacturer narrative:
Evaluation: the returned device was tested for leaking and was found to have no signs of air leaking. The returned tubing was unable to be tested for connectivity due to a split in the tubing. The complaint was unable to be confirmed. The root cause of this complaint is unable to be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
Device evaluation currently under way into root cause.